Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted t-wave oversensing on two monitored ventricular tachycardia-non sustained episodes on the right ventricular lead. No further actions were requested at this time. The lead remains in use. No further patient complications have been reported as a result of this event.